Event description:
It was reported by service report that the base is bent and the litter is tilted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.